Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The miloop device used during the procedure is not suspected as causing or contributing to the event. Surgical video was provided to the manufacturer for review. Video footage reviewed by company personnel (medical and engineering) did not reveal any evidence of a device malfunction. The device labeling identifies capsular rupture as a safety risk. This MDR is for the micor extractor. Refer to MDR # 3012123033-2021-00016 for the second device involved in this event. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6)-old patient underwent cataract surgery in the left eye on (B)(6) 2021 where the miloop and micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery. There was no loss of vitreous fluid, no vitrectomy, and no change to the intraocular lens implanted. The surgeon reported the micor "felt running at too high throttle" and he "got too close to the [capsular] bag". The surgical video revealed the following additional information and insight. It should be noted that the video resolution was low and it was not possible to identify exactly when the capsular tear occurred. The patient had a dark iris and a small pupil which required use of an iris retractor at the beginning of surgery. The miloop was used to bisect the patient's grade 3 cataractous lens. There were no problems with the technique used to execute the miloop procedure. There was no evidence of a device malfunction with the miloop or micor devices and there was no evidence of an overspeed condition. Based on the video evidence, it is possible that the iris retractor and surgical technique during its removal and/or bag polishing technique with another device may have caused the tear. Patient follow-up has been requested from the surgeon on several occasions, but no response has been received.